Event description:
It was reported that a patient underwent an unknown spinal procedure. During the procedure, "after insertion of pedicle screw in t3 left side, the surgeon cross checked with imaging and was not satisfied with the placement. Surgeon removed the screw and after removing the screw, checked with pedicle sounder double end and while checking the tip of pedicle sounder broke and was left inside the vertebral body. Surgeon tried to remove the tip piece of pedicle sounder but was unsuccessful. No patient complications were reported. The patient was doing well, the result good and the correction was perfect."

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.